Manufacturer narrative:
Batch review performed on 22 march 2022. Lot 2111918: (B)(4) items manufactured and released on 16-nov-2021. Expiration date: 2026-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot. 2108353: (B)(4) items manufactured and released on 30-sep-2021. Expiration date: 2026-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0312fl tibial insert fixed sphere flex size 3/12 mm l (k121416) lot. 2112443: (B)(4) items manufactured and released on 23-nov-2021. Expiration date: 2026-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2112777: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted permanent hardware 17 days after primary. The surgery was completed successfully.